Event description:
(B)(4). Problems started within one week after insertion. Dizziness, foggy head, blackouts, migraines, weight gain, stomach pain. Four ER visits, hundreds of tests and amp; everything normal. The only difference in my body was essure. I felt like I was being slowly poisoned. Finally after 4 months, convinced my doctor to take them out. Ended up having a salpingectomy and was fine the next day!